Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Three implants were placed during a routine procedure on 3-6-97. The implant in site #27 was removed on 3-20-97. Pain and bleeding were present at time of removal.